Manufacturer narrative:
No patient involvement. On 6/23/2016:the field service engineer ordered a replacement mvs computer and power board. On 6/24/2016: the field service engineer replaced the mvs computer and powerboard. After replacement he performed a system checkout. System passed all testing after part replacements and is now fully functional. Analysis of suspect mvs computer found: unable to confirm reported problem "mvs computer is behaving irregularly." Computer passed virus scan, patient data removal was performed, and time/date (cmos check) was good. Operating system and application loaded as expected. Installed mvs computer in o-arm system 267 and the system readied and performed as expected, 2d and 3d imaging were successful. No unplanned shutdowns or dark images were noted while under test. No problem found. Mvs power board has been returned, but is still under analysis.

Event description:
A medtronic field service engineer reported that the mvs (mobile viewing station) computer of the o-arm system is behaving irregularly. He reported the system was erratic - mvs was restarting on its own. Power would not turn off or turn on as requested. This was reported outside of surgery, no patient present.

Manufacturer narrative:
Medtronic investigation of returned suspect mvs power board confirmed ther reported event. The board was returned with no fuses. No physical damage noted during visual inspection. Installed four good fuses and installed mvs power board in test imaging system. With 115vac applied, mvs power board does not supply charging energy to charger boards and does not power on mvs cart. Green led on cart indicates line power is present. No led's on the mvs power board are energized. The reported issue was confirmed to be caused by an electrical failure due to the pcba.